Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 136 mg/dl (system 1) and 430 mg/dl (system 2). No adverse event reported. The same test strips were used for both meters and results. The test strips were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.